Manufacturer narrative:
Siemens filed the original MDR (B)(4) 2013.additional information:siemens healthcare diagnostics inc. Issued an urgent medical device recall on 01-15-2013. The recall letter confirmed the complaint of low qc and patient sample recoveries with the dimension tacr flex reagent cartidge lot fa3316. The recall letter instructed customers to immediately discard any remaining reagent inventory of lot fa3316.

Event description:
Biased low results were obtained on tacrolimus (tacr) on patient samples. The patient results were reported to the physician. The bias was noted after the beginning of use of reagent lot fa3316. It is unknown if patient treatment has been altered or prescribed on the basis of the biased low tacr results. There was no report of adverse health consequences as a result of the biased low tacrolimus results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the biased low tacrolimus results is unknown. The reagent issue is under investigation by siemens healthcare diagnostics inc. The instrument is performing within specifications. No further evaluation of the device is required.